Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, product type: accessory. Product ID: 3389s-40, lot# v828457, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the lead (lot # v828457) found no significant anomaly. The body of the lead was cut through and the product was segmented. Analysis of the lead (lot # v828457) found the outer insulation of the lead body was breached esc. There was breached esc on the insulation 5.5 cm from the proximal end and 10.0 cm and 17.0 cm from the distal end. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented.

Event description:
Additional information received reported the patient had recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s system was removed due to infection. The infection was at the lead and extension. The patient had symptoms of incisional wound opening. Perioperative antibiotics were administered and the patient did not have meningitis. A culture of the patient¿s blood was done and there was no growth. Both intravenous and oral antibiotics were given to the patient. The patient outcome was ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Conclusion was updated. (B)(4) is applicable for the adverse event for the lead (lot #v828457). (B)(4) is applicable for the lead issue (lot # v828457). It is noted that (B)(4) is still applicable for the other devices (s/n (B)(4), and lot # v828457).